Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. On the following day, the patient presented with lower back pain and constipation. Imaging taken on four days later, showed a type iii endoleak. A re-intervention was performed, and a contralateral leg component was implanted and bridged the gap between the contralateral leg component and contralateral leg component. Final angiography showed the endoleak was resolved.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of mfg paperwork verified that this lot met all pre-release specifications.